Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 31mg/dl. Customer current blood glucose level was 87mg/dl and treated with food. Customer had issue with her sensor customer stated that the drive support cap was normal. Troubleshooting was performed for over infusion. The device will return for the analysis.